Event description:
Various breast implant illness symptoms from mentor silicone teardrop breast implants: fatigue, joint and muscle pain, headaches, heavy periods, nausea, hot flushes, palpitations, dry skin and hair, shortness of breath, blocked feeling in ears, alcohol intolerance, forgetfulness, forgetting words, etc. FDA safety report ID# (B)(4).